Event description:
Information received with return of the explanted device notes a sensing anomaly. Blood was found in the outer insulation and use of electrocautery was reported. The patient was symptomatic, "light-headed".